Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that a clear liquid was seen in the syringe barrel prior to injection and one syringe would not draw insulin. Both returned syringes were examined and no foreign matter was observed in either of the samples. Also, no foreign matter came out of the cannula when the plunger rod was fully depressed. Both samples were also tested and both were able to draw and expel properly without any observed defects. Unable to perform DHR check for foreign matter in barrel and difficult/unable to operate (not drawing) due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe experienced a case of foreign matter contamination and an unspecified number of instances of being unable or difficult to aspirate. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328509 batch no: unknown (reported invalid lot # of 9165518) consumer reported, "clear liquid" in barrel of syringe prior to injection stated, could not draw insulin with 1 syringe. Lot: 9165518. Catalog: 328509. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that relion® insulin syringe experienced a case of foreign matter contamination and an unspecified number of instances of being unable or difficult to aspirate. Product defects were noted during use. The following information was provided by the initial reporter: material no: 328509 batch no: unknown (reported invalid lot # of 9165518) consumer reported, "clear liquid" in barrel of syringe prior to injection stated, could not draw insulin with 1 syringe. Lot: 9165518, catalog: 328509, date of event: unknown.